Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter discovered in a non-dehp intravia container. The particulate matter was further described as plastic looking. The particulate matter was discovered after the container was filled with vancomycin before use on a patient. The customer stated that an 18 gauge needle was used to compound the solution in the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation. Device number one was returned with containing 6.85g vancomycin in 685ml of normal saline (ns). Stereomicroscopic examination of the filter membrane revealed the isolated particulate matter consisted of several striated clear to white polymeric particles with a taper at one end. Other particles were clear to white and ribbon like. The particles ranged in size from 0.1mm and 0.6mm in length as measure along the longest linear dimension. The morphology of these particles indicated they were generated by needle strikes. Chemical characterization of the particles determined them to be polyvinyl chloride. Examination of the sleeve stopper determined it had been accessed and no material was missing from the entry and exit path of the needle strikes. The lumen of the membrane tube of the medication port had been struck by a sharp implement several times. The lumen of the administration port had also been struck by a sharp implement. The particles in solution were the most likely the result of needle strikes in the membrane tube of the medication port. Device number two was returned with containing 6.85g vancomycin in 685ml of normal saline (ns). Stereomicroscopic examination of the sequestered particles consisted of two clear striated, elongated polymeric particles with a taper at one end 3.3mm and 5.3mm as measure along the longest linear dimension. The morphology of the particles indicated they were generated by needle strikes. Chemical characterization of these particles determined them to be polyvinyl chloride. The filter membrane revealed the isolated particulate matter consisted multiple clear polymeric particles that ranged in size from less than 0.1mm to greater than 0.7mm in size. Chemical characterization of representative particles from the membrane determined them to be polypropylene. Examination of the sleeve stopper determined it had been accessed and no material was missing from the entry and exit path of the needle strikes. The lumen of the membrane tube of the medication port had been struck by a sharp implement several times. The reported condition was verified. Per event description ¿the customer stated that an 18-gauge needle was used to compound the solutions in the bag¿ and the user guide directions (07-07-76-685; change no.: cp0838269) stated that the needle must be 19 to 22 gauge; if the number of the needle is minor of 19g the diameter is larger. Based on the sample analysis and the event description, the most probable cause is related to user error, since the customer used a needle larger than the label recommend to use and it could be cause the particles in the fluid path. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.